Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a plumset that was noted to have chemo drug that leaked on the air vent. No additional details were provided.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and there were no nonconformance's that would have contributed to the reported complaint.